Event description:
It was reported that the right atrial (ra) lead had poor sensing and non-capture. Upon fluoroscopy, it was noted that the ra lead was not in the atrial appendage. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388, lead, implanted: (B)(6) 2010; 694758, lead, implanted: (B)(6) 2009. (B)(4).